Event description:
Reportable based on device analysis completed on 27jan2015. It was reported that crossing difficulties were encountered. The 70 to 80% stenosed target lesion was located in the circumflex. A 2.50x32mm promus element ¿ drug eluting stent was advanced to treat the target lesion, however, the device was unable to cross the distal left anterior descending (lad) artery. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).